Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-sw-3.0.1) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation/atrial tachycardia procedure, a display and mapping issue occurred causing a delay. Following insertion, the se indicators of the advisor fl and the tacticath se catheter turned green and red alternately, and rf delivery tagging was not possible. Additionally, mapping was not possible with the advisor fl. The catheters were reconnected, and the ensite amplifier was restarted, which did not resolve the issue. The system was replaced with non-abbott mapping system, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. Abbott is unable to evaluate the product involved in this incident based on the information received. The cause of the reported incident could not be determined.